Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient received a notification alert due to a possible lead fracture, and high, out of range high voltage lead impedance. The lead was explanted and replaced. The patient was stable during and after the procedure.